Manufacturer narrative:
Event was reported to the synthes complaint handling unit on (B)(6) 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
On an unk date, pt was implanted with a tubular plate and screws. Plate broke post-operatively; on (B)(6) 2011 pt underwent revision surgery and the plate and screws were removed.